Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the ins was implanted on (B)(6) 2017. They stated that they have no physician exam record of the patient¿s thigh skin changes. They noted that there was swelling at the battery site in superior gluteal region. It was noted that the ins was moved to the other side because the patient had a lead migration, and also requested the ins be moved to the other side at the time of revision. The hcp stated that the cause of the burning smell was unknown. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins had been dead since 2017 and it was broken. The patient stated that they had the ins implanted before (B)(6) 2017 and they though it was in (B)(6) 2017. The patient stated the ins was revised to the other side of their body in (B)(6) 2017. The patient stated that sometime after the original implant an area of their skin turned black near their thigh area, which was on the side that the ins was placed. The patient stated they noticed their skin turned black and they suggested that the ins was burning them. The patient stated they were told by their healthcare provider that there was no way the issue was related to the ins. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the consumer on 2017-nov-30 stating that when the device worked, it worked wonderfully. The biggest thing was when the device was working just right the patient¿s ¿bladder and bowels work wonderfully¿ but if the device was not working then the patient had bladder/bowel leakage. This started since the first week of implant on 2017 (B)(6). The consumer stated that a manufacturer representative had been notified of it not working since the beginning. It was noted that the patient was having problems. Groups a, b, c, and d just ¿beat on¿ all of the patient¿s 4 hernias which was different than during the trial. It was confirmed that the 4 hernias were unrelated to the device or therapy and surgeon was addressing them to see if ¿they could be tightened up.¿ it was confirmed that the patient had a 5-6 day trial without any issues. Group e kind of worked when the patient was sitting but did not when the patient was walking or standing. The 1st week post implant the patient felt burning every now and then. Then the patient had a grapefruit sized bubble over the top of the implant. Steroids and antibiotics were administered for it. The patient did not feel stimulation and so an x-ray was taken. The x-ray showed that ¿everything was fine.¿ it was reported that stimulation had to be ¿jacked up all of the way¿ in order to feel anything. It was reported that the patient found out eventually that the batty pack had ¿become a yo-yo¿ and pulled the lead off of the patient¿s spine. It was noted that a surgery was performed and the same device was put back in the patient. A second surgery was done to reattach everything in (B)(6) 2017. Per the consumer, the hcp put new devices in because the patient felt like there was a short in it. The patient felt there was a short because every now and then they would feel like they got ¿sparked¿ in the same location of the implant and because every now and then it was swell up. Per the consumer, the patient was told that there was not a short. It was reported that the infection was not resolved. If the patient sat at their desk and turned the wrong way they could feel the device shorting out on them and the side where the implant was would ¿blow up¿ and swell up. It would blow up one day and then go back down the next day on occasion. Per the consumer, they did not know if they were having a chemical reaction to it. Per the patient, it was not that they did not like the device, it was that they needed the device to operate correctly. The patient got a staph infection from the second surgery. The staph infection resulted in the patient having a full body yeast infection in (B)(6) 2017. It was described as itching like crazy in every are that was ¿moist.¿ the patient had to take more pills because their body was overgrown with yeast in their mouth, ears, and everywhere. Per the patient, they did not have a managing health care provider (hcp). Hcp listings were provided. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp, consumer, and representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been having trouble with the implantable neurostimulator (ins) since day 1 ((B)(6) 2017). It was reported that the ins ¿became like a yoyo,¿ ¿pulled off [their] back,¿ and ¿ripped off of [their] spine¿ a couple of months ago in 2017. It was reported that the manufacturer representative was aware and stated that the patient was flipping the ins. The patient had severe pain in their gut and back. The initial x-ray showed nothing but the 2nd x-ray showed that ¿it was broken¿ and had pulled off of the patient¿s spine. It was reported that a revision surgery was done. It was also reported that during the surgery they reconnected the lead back to the spine, created a new pocket, and raised it up. It was reported that the ¿yoyo¿ event slowly caused infection. The infection was noticed during the revision surgery. It was noted that the hcp did a culture at the time of the surgery while the patient was on the table and then did a new culture. Infection was confirmed. The caller did not know which strain the infe ction was but confirmed that the hcp had information. It was reported that the patient had felt horrible since the revision. Oral antibiotics were provided to the patient. It was noted that the hcp gave the patient all types of medicine for tuberculosis, meningitis, and (B)(6). After the surgery, it was working wonderfully. It was noted that the patient had recently been reprogrammed less than a week and a half ago in (B)(6) 2017 and had things redone for the patient and that this was working fine. Per the caller, the manufacturer representative had stated whoever had programmed the ins the first time had vibrations set to hit the patient¿s stomach. The caller was not able to provide many dates. The consumer stated that the health care provider (hcp) knew the date of the surgery. It was reported that the ins ¿kept breaking¿ after everything they do and that they were upset that the system was not replaced during the revision because ¿it must be defective.¿ additional information was received on 2017-sep-23 from a representative noting that the patient was seen for a follow-up appointment on (B)(6) 2017 but none of these is sues were reported or addressed at that time. Additional information was reported on 2017-sep-25 from a hcp that the patient's revision surgery was performed on (B)(6) 2017. Seroma fluid from ins pocket and thoracic incision sent for gram stain; no organisms shown initially, thoracic sample did produce staphylococcus, coagulase negative, from broth only. No further information was reported.